Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter with syringe attached. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and was allowed to rest with no observed leaks. The catheter balloon was deflated in 2 minute and 23.08 seconds with no issues or cuffing noted. The balloon was dissected to find the notch was perforated correctly. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that upon deflation and removal of foley catheter balloon, customer met with resistance at the urethra. Upon closer examination, urethra appeared constricted around area of the catheter with the deflated balloon. Registered nurse attempted to deflate balloon further but continued to meet significant resistance. No medical intervention was reported.

Event description:
It was reported that upon deflation and removal of the foley catheter balloon, customer met with resistance at the urethra. Upon closer examination, the urethra appeared constricted around the area of the catheter with the deflated balloon. The registered nurse attempted to deflate balloon further but continued to meet significant resistance. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon deflation and removal of the foley catheter balloon, customer met with resistance at the urethra. Upon closer examination, the urethra appeared constricted around the area of the catheter with the deflated balloon. The registered nurse attempted to deflate balloon further but continued to meet significant resistance. No medical intervention was reported.